Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge representative reported that the customer's biomed had performed the repairs, and had cleared the iabp for clinical use.

Event description:
It was reported that during use on a patient, the ECG signal of the cs300 intra-aortic balloon pump (iabp) became an issue. It would show the electrocardiogram (ECG) complex to no signal, and then flip to pressure. The customer switched out the ECG cable and patches, but did not resolve the issue. The customer switched out the iabp. No patient harm, serious injury or adverse event was reported.